Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a motor error alarm and a compromised force sensor system alarm on the insulin pump. The customer's blood glucose was unknown. The customer stated that drive support cap was sticking out. Advised customer to revert to back-up plan per healthcare provider's instructions. The customer stated that they would call back. Nothing further reported.